Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, the retainer ring was noted as damaged during visual inspection. The following were noted during visual inspection: scratched case, cracked case, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label, cracked retainer. Cosmetic damage was confirmed at retainer ring. Additional cosmetic damages were noted on the unit. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump had crack on the battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.